Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose on unknown date. Blood glucose reading was 25 mmol/l. The customer stated that insulin pump did not have any alarm. The customer did the motor test and displacement test and both were passed. The insulin pump will not be returned for analysis.